Event description:
I've had essure since 2006. I've been experiencing horrible health problems that mimic fibromyalgia. Also have excruciating pelvic and low back pain, hips and groin. Bowels are inconsistent. I have had nothing but health problems since my implanting and I was once a healthy adult with no history of health problems.